Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the pump alarmed for occlusion. The reporter stated that the occlusion alarm persisted after tubing and cartridge were changed. Review of tubing and cartridge use techniques indicated instruction for use were followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occlusion alarm due to high force. The battery cap and cartridge cap were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. The reported occlusion issue was verified in the black box but not duplicated during the investigation.